Manufacturer narrative:
The t:slim cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer blood glucose (bg) levels elevated from 200 to 390 mg/dl. The customer delivered a bolus with the pump when bg level was at 200 mg/dl. A system check performed with tandem technical support indicated that the pump was operating as expected. In addition, the customer was on the third day of cartridge use. Cts educated the customer regarding cartridge/insulin labeling. The customer stated that the cartridge, tubing and site would be changed and insulin delivery would be resumed.